Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen option gender lps-flex, catalog #: 00576401551, lot #: 63653823. Nexgen prolong lps flex articular surface, catalog #: 00596203212, lot #: 63647680. It is unknown whether the product will be returning. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2018-00110, 0001822565-2018-03554. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent left total knee arthroplasty. Subsequently, patient was revised due to dislocation and pain.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No devices or medical records were received. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This report is being submitted to relay additional information. Concomitant medical products: tibial component, catalog #: 00598003702, lot #: 63645119. Taper stem plug, catalog #: 00596009900, lot #: 63627633. All poly patella, catalog #: 00597206626, lot #: 63622809. Palacos r+g, catalog #: 00111314001, lot #: 86184594. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.